Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify pump error 63 alarm due to blank display. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures and self test was failed. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed. Insulin pump was exposed to moisture and battery compartment was damaged. Customer was advised to replace and to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.